Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 26-feb-2025 h3. Device eval by manufacturer- yes bd received 3 samples for investigation. The samples along with 20 retention samples were functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® lh (lithium heparin) 102 i.u. Plus blood collection tubes, an unspecified number of tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® lh (lithium heparin) 102 i.u. Plus blood collection tubes, an unspecified number of tubes were underfilled. There was no health impact or consequences reported.